Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective transistor.

Event description:
A zoll distributor contacted zoll to report that a patient's charger was indicating that there was a problem and was not charging the battery packs.